Manufacturer narrative:
(B)(4)

Event description:
It was reported that the ventricular lead exhibited low impedance, high thresholds and intermittent capture. The physician elected to cap the lead; upon extraction the physician noted an insulation abrasion. The patient was noted to be stable throughout the procedure. The was doing well post surgery.